Manufacturer narrative:
(B)(4):the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high. The usb cable/ac adaptor passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time.